Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A physician reported a patient with a corneal infiltrate one week post photo refractive keratectomy (prk). Patient notes blurry vision in the right eye. Patient experienced a loss of best corrected visual acuity. Patient was referred for corneal cultures and treatment based off of culture result. New information was received. The patient was having prk done to correct residual refractive error one year post lasik. The infiltrate was noted to be suspicious superior to the visual axis in the patient's right eye. The patient is being treated and infiltrate is resolving. The patient is still healing from prk.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).